Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a needle break. The customer stated the needle part that pushes the needle in breaks. The needle spring is also stuck. The customer also reported the needle breaks of when inserted into the serter. Customer's blood glucose was 126 mg/dl. No additional information provided.